Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose level was unknown. The customer found another motor error alarm and a motor position encoder error alarm in the device history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis

Manufacturer narrative:
The pump passed the functional testing. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. Unable to perform the unexpected restart error tests due to the motor error alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.